Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in capture threshold and increased pacing lead impedance were observed. The lead was capped and replaced. The patient is in stable condition and will continue to be monitored.